Event description:
It was observed that during the device evaluation, the monitor presented poor contact of liquid crystal display (lcd) panel and an image artifact. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the poor contact of liquid crystal display (lcd) panel led to the malfunction of image artifact: cause traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.